Event description:
It was reported the safety bail on the stretcher was not catching. There was no report of this issue being associated with patient involvement or injury. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation of the stretcher. It was confirmed the springs in the safety bail assembly were broken. New springs were installed in the safety bail assembly; the stretcher passed all post repair function tests and was returned to service.